Event description:
Reporter indicated that lead test on patient's device resulted in high lead impedance reading (dc-dc code 7 and limit) in 2001. X-ray was taken and reviewed by physician - no lead break was noted. It was reported that the patient's device was ramped up to 1.25ma output current and there was no response from the patient. This was the second or third time since implant that the programmed parametrs ere adjusted, but the first time that a lead test was run in the office.